Event description:
A blood leak occurred one hour into treatment with dialyzer. Dialysis was discontinued and the dialyzer and blood lines were discarded. Estimated blood loss-200 cc's. Blood loss was the result of blood left in the dialyzer and blood lines when discarded. No medical intervention or serious injury reported as a result of this incident.